Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's right basilic vein in the med surg unit. The clinician was pulling the tabs of the sheath when both of them detached. The clinician was able to use her fingers to peel the sheath body off of the catheter which it was stuck to. She then repositioned the PICC without the sheath and obtained a blue bullseye on the vps console which resulted in caj catheter placement. The tip location was confirmed with a chest x-ray. There was no delay in treatment and no patient death or complications reported.